Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from the meter memory of 224, 237 and 260mg/dl. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 214mg/dl and 145mg/dl using truemetrix air meter. The customer was concerned that these results were erratic. The customer's expected fasting blood glucose test result is 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the family room. The test strip lot manufacturer's expiration date is 08/15/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history (time not set): result 1 :224 mg/dl date:(B)(6) time:1:44 pm fasting, result 2 :89 mg/dl date:(B)(6) time:8:18 pm fasting, result 3 :237 mg/dl date:(B)(6) time:10:19 pm fasting, result 4 :260 mg/dl date:(B)(6) time:12:51 pm fasting, result 5 :114 mg/dl date:(B)(6) time:7:14 pm fasting.